Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. Strips discarded by customer, not available for return, replacement sent.